Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they did not get any relief from the stimulator. It was reported that everything went downhill. They had an infection "discitis" and had to remove their implantable neurostimulator (ins) system on (B)(6) 2016 in order to do an MRI. The consumer believed that the infection was related to their device or therapy. There was a report of a confirmed infection and no relief from the ins occurred in 2014. Relevant medical history includes failed back surgery syndrome and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.